Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204 / damaged cable) was confirmed. Upon evaluation, the trunk cable and cable connecting the distribution node (dn) and rear therapy electrodes, were pulled from the distribution node (dn) pca board, damaging the j702 and j704 connectors on the pca board. The cause of the code 204 is the damaged trunk cable and connector. The root cause of the damaged cables and connectors is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had a damaged cable.